Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient received a permanent pacemaker to treat the event. However, there is no information to suggest a device malfunction or quality deficiency related to this event. The device remains implanted with no reported complications or malfunction. No further action required.

Manufacturer narrative:
The serial number for the device has been found.

Event description:
It was reported via clinical affairs that an (B)(6) female developed symptomatic tachy-brady syndrome, 8 days post implantation of an edwards bioprosthetic perimount magna ease 23mm valve. A permanent pacemake was implanted and the event was noted to be resolved. No device malfunction reported as it remains implanted. Hospital records indicate, "status post surgical aortic valve replacement on (B)(6) 2013, complicated by sick sinus syndrome/tachy-brady syndrome, requiring permanent pacemaker implantation on (B)(6) 2013."